Event description:
(B)(4).

Manufacturer narrative:
We spoke with the customer (B)(6), and he stated they are using nk disposable spo2 probes. The lot number is 140528. They are comparing our zm-530 transmitter spo2 probes readings to a separate nelcor device on the same hand that our probe is on. He states that the wave forms are pretty crisp and there isn't noise or movement occurring when they are checking the reading on the 5 pts they currently have. He checked 3 pts with the nelcor device and found that each pt's sp02 was off by 6-7 percent (lower) on nk and nelcor read higher. For example nk spo2 reads 91 percent and nelcor reads 98 percent. We discussed variables such as movement, poor perfusion on extremities, checking pr against ECG hr and such, he feels none of hose things are the issue at hand. Requested device be returned for failure investigation.